Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of gas leakage from primary piping was due to clogging of internal (k) connector unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited gas leakage from primary piping and clogging of internal (k) connector unit. There was no patient involvement.